Event description:
It was reported that an arteriotomy closure of the heavily scarred right common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, when the needle plunger was retracted a cuff miss had occurred. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age (reported as in (B)(6)). Estimated weight (reported as approximately (B)(6)). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.